Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to the missing retainer. Device also received with a vertical crack in the battery threads located above the left belt clip rail. In addition to this, the left belt clip rail broke off, and the keypad overlay is peeling at the upper left corner. Finally the s/n label located between the belt clip rails is wrinkled up and hard to read, the display window cover is missing, and the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized. The customer's blood glucose level was unknown. The customer reported that the clear ring around the reservoir compartment was broken about 9 months ago and the back of the insulin pump had come apart. The customer mentioned that the reservoir was not able to lock in place. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.